Event description:
The following device: 20 cm (8") appx 0.80 ml, ext set w/surplug® micro clear, rotating luer reportedly leaked an unknown medication at the lock connector side. The event occurred during infusion in the operation room and was not detected prior to direct patient use. An anesthesiologist reported irregularity during connection. The device was changed out/replaced with no further problems encountered. There was no serious injury/death, no blood loss, no unprotected chemo exposure, no delay in critical therapy, no adverse operator consequences, and no med/surg intervention required. No anomalies, such as damage or deformation, were found on the connectors and lock adapters of the samples. The luer taper was also confirmed within the specification. A (user facility) in-house sa three-way stopcock was connected to the sample, then returned syringe (filled with water) was connected to the sample. When the facility performed flashing, there were no anomalies, such as leakage or loose connection. Air pressure (50 kpa for 15 seconds) was applied from the t-port of the three-way stopcock while the sa three-way stopcock was occluded. No leakage was observed. There was no report of any human harm. This emdr is one of a set of two reports of similar incidents.

Manufacturer narrative:
The device is available for return; however, it has not yet been received. Additional contacts: (B)(6)